Event description:
It was reported that the patient¿s pump was inadvertently refilled with 2000ug/ml concentration on the day prior to the date of this report. The programming was left the same at 250mcg/ml at 17mcg/day. The patient reportedly had not started to receive the new concentration yet and no symptoms were reported. The pump was programmed to the minimum rate mode and the patient was brought back the next day. The 2000 mcg/ml concentration was aspirated from the reservoir, it was rinsed with saline, and refilled with ¿250mcg/ml dose/day= 17.9mg/day 0.0716ml/day 0.0029ml/hour.¿ the catheter was aspirated and a priming volume of 0.108ml (catheter volume only) was programmed. The catheter volume was aspirated again but with difficulty so the healthcare professional (hcp) decided not to re-prime. The manufacturer¿s representative later reported that the hcp had successfully aspirated the catheter and that the patient was doing fine and receiving appropriate therapy. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).